Manufacturer narrative:
The patient ID, age, gender and weight are unknown. It was reported that the patient was over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy procedure performed on (B)(6), 2011 according to the complainant, after taking a biopsy, excessive bleeding and trauma was visible to the esophagus mucosal wall. Reportedly, one of the biopsies left a 10mm defect exposing muscularis. No intervention was required to treat the bleed or the defect. The procedure was completed with this radial jaw 4 biopsy forceps device. Additionally, the forceps device was inspected prior to use and no anomalies were noted. Post procedure, the patient was released home. The patient's condition was reported to be stable. However, the patient later experienced esophageal pain and was admitted to the hospital for esophageal bleeding and trauma. While admitted, the patient was monitored for pain.